Event description:
Tibia and femoral loosening, progressively arthrosis, (B)(6) infect. Prosthesis implanted on (B)(6) 2011. Revision surgery.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.